Event description:
The customer reported that there is a tear in the lower panel at the foot of the canopy. No patient injury was reported.

Manufacturer narrative:
Tear in the lower panel. Evaluation: results: evaluation of the returned product shows that the head of the canopy has a small hole in the netting.